Manufacturer narrative:
Investigation summary: device history lot: part number: 03.130.270. Lot number: t126563. Manufacturing site: tuttlingen. Release to warehouse date: jun 17, 2016. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the corrective osteotomy for hallux valgus. During the plate cut, the cutting pliers broke at its tip about 3cm. The surgeon used another cutting plier and the surgery was completed successfully. The surgical delay was unknown. It was possible that the wrong hole of the pliers was used in error, but it is unlikely that the cutting pliers broke like that. It was not reported how the surgery was finished, and the surgical delay is unknown. The patient outcome was unknown. Concomitant device reported: unknown variable angle (va) locking plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).